Manufacturer narrative:
(B)(4). G2. S africa. The broken plate was confirmed broken based on the picture provided. The nonunion put excessive stress on the plate causing it to break was determined as the most probable root cause. Review of the device history records identified no deviations or anomalies during manufacturing. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was nonunion of the joint and the plate broke approximately 15 months post implantation. The broken plate was removed and replated. No further information was provided.